Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had intermittent vibration. No additional event or patient information is available. The receiver was returned for evaluation. A visual exterior inspection was performed and the device passed. The receiver was charged and booted. The receiver log was downloaded and reviewed, no findings related to complaint were observed. A global receiver functional test was performed and it passed all relevant testing. A drop test was performed for intermittency vibration and passed. The reported event of an intermittent vibration was not confirmed due to receiver passing all relevant tests. A root cause could not be determined.